Event description:
It was reported that the shaft of the promus rx stent delivery system (sds) broke during preparation. There was no patient involvement. The procedure was completed with another promus sds. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned and may have aided in the investigation. However, possible causes for shaft separation may include, but are not limited to: manufacturing handling and/or processing and handling during unpacking or preparation for use. Shaft separations are often attributed to ductile overload at a kink. Kinks or bends in the shaft can lead to weakening of the stent delivery system material such that subsequent application of force or further handling can cause a separation. To help ensure that the reported shaft detachment is not the result of a manufacturing deficiency, all stent delivery systems are 100% visually inspected and a sampling of units is destructively tested to verify lumen integrity. It is possible that mishandling during preparation contributed to the shaft detachment; however, a conclusive cause cannot be determined. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to the reported shaft detachment. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for shaft detachment for this lot. Although a conclusive cause for the reported shaft detachment cannot be determined, there does not appear to be an indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.